Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer primed nearly twice the normal amount of fill tubing insulin units. The customer's blood glucose level was 145 mg/dl. During troubleshooting, the customer reported that after going through the fill tubing sequence for "a little longer", insulin drops were able to be seen at the end of the tubing. The customer successfully completed the load process.